Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection revealed insulation damage, and broken conductor coil indicating ongoing fractures of the conductor coils . Laboratory analysis confirmed the outer insulation was damage due to the clavicular crush, and at this same location the conductor coil was broken indicating an ongoing fracture of the conductor coils.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed low out of range pacing impedance measurements. Provocation maneuvers showed pocket/muscle stimulation. An x-ray was performed and it was evidence that there was insulation damage, but it was difficult to identify which lead had the damage. A revision was planned. Additional information noted that a revision took place, an x-ray confirmed that the rv lead was fractured at the subclavian. During the revision insulation damage was noted on this right atrial (ra) lead, and during the explant of the rv lead the lv lead dislodged. The entire system was explanted and a new one was implanted. The rv lead will be returned. No additional adverse patient effects were reported.